Event description:
It was reported that during a rotator cuff repair just after the start of the surgery a ball from the plate electrode became loose and fell into the joint. It was removed and the surgery was completed using a second arthrowand with no further complications. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, and weight were not made available.